Event description:
Pt spontaneously called to report cadd ms3 sn (B)(4) is not priming tubing but it keeps taking the pt back to load cartridge. After few attempts to troubleshoot unsuccessfully, pt was informed new pump will be couriered. Diagnosis or reason for use: pah.